Event description:
Event description boston scientific, crm received information that this right ventricular (rv) pacing lead was experiencing oversensing with apparent pacing inhibition. After the lead was explanted, the physician bent the lead at the suture site, and body fluid came out of the lead. The doctor commented that he may have made a hole in the lead insulation with a needle when the lead was sutured at implant. A new rv lead was implanted without complication. No adverse patient effects were reported.